Event description:
It was reported the device is alarming error code 1660. Patient not affected. Pump settings were not confirmed because the pump continued to alarm.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the intermittent connection or missing r145, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use regulatory.(B)(4) located in sections g.1., please direct those to the following: (B)(4).